Manufacturer narrative:
Additional information: g3, h3 and h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the image shows the cuffs of the adult tracheostomy tubes leaking air. It was reported that after the first installation of the tracheostomy tube, the healthcare professional noticed that the cuff was losing pressure and decided to replace the cannula. However, the issue recurred after replacement. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the first installation of the tracheostomy tube, the healthcare professional noticed that the cuff was losing pressure and decided to replace the cannula. However, the issue recurred after replacement. The tube was then replaced by a different brand and smaller size.

Manufacturer narrative:
D10 concomitant product: 8cn85r, 8cn85r 8.5mm adt flex trach w tg cuff x1, lot# 202504066x. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.